Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the high-definition camera head's "cable entry on camera side has a sealing problem." The problem was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. It was found that the water tightness of the cable was lost due to damaged cable unit. The most probable cause of the identified failures is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the high-definition camera head's "cable entry on camera side has a sealing problem." The problem was found during an unspecified event. There were no reports of patient harm.